Event description:
A malfunction was reported on the customer's pump, which displayed malfunction code 9. There was no adverse impact on the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup insulin delivery method, and a replacement pump was sent by technical support. The customer received instructions on returning the faulty pump and acknowledged the steps to follow upon receiving the new pump.